Event description:
The account stated that the axsym analyzer is generating discrepant cea results. In 2009, the cea result for another patient was 19.0 ng/ml, the retest result was 194 ng/ml. The patient was redrawn and the result was 291 ng/ml, the retest result was 317 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). The customer notified abbott on (B)(6) 2009 of erratic (false low) total psa results were generated on axsym sn# (B)(4) from a (B)(6) male. Initial results for the patient from (B)(6) 2008 and (B)(6) 2009 were 36.4 and 31.3 ng/ml respectively. On (B)(6) 2009 a result of 0 ng/ml was generated. Qc on (B)(6) 2009 was verified and all qc results were within acceptable limits. The sample was repeated on (B)(6) 2009 with a result of 5.98 ng/ml generated the customer also notified abbott on (B)(6) 2009 of erratic (false low) cea results were generated on axsym sn# (B)(4) from a (B)(6) male. Initial results for the patient from (B)(6) 2009 were 19.0 ng/ml. A second sample was tested on (B)(6) 2009 with a result of 291 ng/ml. Review of the patient's previous results from (B)(6) 2008 to (B)(6) 2009 were 160 to 190 ng/ml. The operator verified hardware condition was satisfactory and the qc results were within acceptable limits. Repeat of the (B)(6) 2009 sample generated a result of 194 ng/ml and repeat of the (B)(6) 2009 sample generated a result of 317 ng/ml. All samples tested on (B)(6) 2009 were all retested and results were as expected. Field service rep (fsr) was requested to verify instrument performance. The fsr found the process probe, wash cup and dispenser #3 dirty. The fsr cleaned the process probe, wash cup, dispenser #3 and sample probe and verified instrument performance. Axsym system operation manual (ln# 9a26-06) section 10, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision. Multiple probable causes and corrective actions are listed for an inconsistent results or results not as expected. The probable causes listed include fibrin, red blood cells or particulate matter present in samples and malfunction of the sampling and processing syringe, valve, meia optics malfunction, probe and probe link tubing, inadequate washing of the probe, bulk solutions not dispensing properly and platform sensor malfunctioning and sample not loaded correctly. Corrective actions are listed in the operations manual, which also refers the operator to the assay-specific package insert for processing samples. In section 7, operational precautions and limitations, a statement is made to evaluate every result in conjunction with other clinical data, e.g., symptoms, results of other tests, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. Section 9, service and maintenance, weekly maintenance provides instructions to clean the dispenser nozzles, probes and wash stations (cups) weekly. The axsym system operations manual provides adequate information concerning erratic/ discrepant results and weekly maintenance. The axsym total psa package insert provides literature in describing suitable specimens, results, and limitations of the procedure. Failure to follow operations manual and package insert instruction may cause erroneous results. Review of the abbott metric metrics identified no adverse trends in conjunction with the complaint issue currently under investigation. The exact root cause for the customer described issue could not be determined. Field service cleaned multiple components including the sample and process probes, wash cup and dispenser #3 and verified instrument performance. A deficiency of the axsym system was not identified. This is the final report.

Manufacturer narrative:
The initial MDR was filed with both the discrepant total psa and cea results which were from two different patients. For correction, this MDR is being filed to report the discrepant cea results only, as the cea results were from another patient. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.